Event description:
The distributor reported to cardiac science, manufacturer, that device was tested using a simulator manufactured by fluke. During the test, the device gave an unpleasant odor and the message "service required" was displayed on the led.

Manufacturer narrative:
The device has not been returned to csc. Once the product is available, an investigation will be conducted and the results will be provided in the follow-up reports.